Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of records provided. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42502806602, femur, lot # 64488558, 42530007902, tibia, lot # 64175463, 42522100911, articular surface, lot # 64386018. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05211, 0001822565 - 2019 - 05212, 0001822565 - 2019 - 05213.

Event description:
It was reported that approximately 2 weeks post implantation, the patient had developed a hematoma and had it aspirated. Patient also had complaints of decreased flexion due to pain and swelling. Attempts have been made and no additional information has been provided.